Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, during the surgical stapling, the surgeon was able to press the green button however, could not squeeze the handle therefore, the device was not able to be fired. They had to open new device to complete the case. No patient injury.